Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that ongoing occlusion alarms occurred. Customer changed pump supplies to address the issue. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿. Bg value not provided. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer change supplies to resolve the issue. Customer's blood glucose level was 126 mg/dl.